Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2006. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2006. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that on (B)(6) 2006, the patient presented with right femoral deep vein thrombosis. A 5f pigtail catheter was advanced from a left femoral seldinger approach into the distal inferior vena cava (ivc) and digital imaging demonstrated a patent, normal caliber ivc with inflow of unopacified blood from normally positioned renal veins. A greenfield filter introducer sheath was placed and a greenfield filter deployed in the infranrenal ivc. Post deployment contrast injection into the distal ivc was performed demonstrating satisfactory position of the filter and patency of the ivc. The catheter was then withdrawn and hemostasis obtained of the puncture site. The patient tolerated the procedure well and there were no complications. On (B)(6) 2017, an abdominal computed tomography (CT) scan revealed the ivc filter was tilted anteromedially with the apex against the anterior medial wall ivc terminating at the left renal vein confluence. Six intact legs were evident with 3mm to 4 mm protrusion of legs beyond the lumen of the ivc without evidence for true perforation or abnormal pericaval fluid. The findings was most consistent with minimal wall penetration without evidence for perforation.